Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/26/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Patient reported "she also stated that she experienced pain and spontaneous rupture of right breast implant while sleeping and she hopes the biofilm didn't seep into her body. " device remains implanted.